Manufacturer narrative:
Section d4: correction. Section h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 02:57pm through (B)(6) 2019 at 01:23pm. Brief low speed events and pump stops were captured on (B)(6) 2019. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events and pump stops appeared to occur while the patient was supported by the mobile power unit (mpu). No additional atypical alarms were captured throughout the file. The submitted x-ray images were inconclusive for any areas of potential wire compromise. The center reported on (B)(6) 2019 that the patient has been having low flow/pump off alarms the past 3 nights while connected to the mobile power unit at night. The clinical specialist requested an ungrounded patient cable. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed hazard, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was having low flow and pump stop alarms when connected to mobile power unit (mpu). An ungrounded patient cable was requested. An x-ray of the internal and external portion of driveline. An area of concern was identified at the exit site which looked like a possible shield damage. It was considered as an internal damaged area. Additional information was requested but not yet provided